Manufacturer narrative:
(B)(4). (B)(6). Occurrence date (B)(6) 2016. Manufacture date: october 3, 2016 ¿ october 4, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked through the fillport during filling. The folfusor was filled with 96ml of glucose 5%. There was no patient involvement. No additional information is available.